Manufacturer narrative:
Correction: manufacturer report 2017865-2018-13223, should not have been reported as a medical device report (MDR). New information received noted that there was no lead malfunction noted during the implant procedure. The lead was not implanted as there was no target vessel to place the lead.

Event description:
New information noted that the lv lead did not perforate the patient. There was no target vessel for the lead to be placed, the lead was not used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the left ventricular lead perforated the myocardium. The lead was not implanted. No patient condition or additional information could be obtained.